Event description:
Healthcare professional reported a patient was "applied filler juvéderm® voluma¿ (indicated for midface) in nasolabial folds. It seems that the patient developed sort of abscess". Symptom status unknown.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.